Event description:
During assistance with a separate issue, a customer reported a discrepancy in the pump¿s displayed time, which was greater than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in high or low readings. Technical support helped update the pump time and advised the customer to monitor the device, with a follow-up suggested if the issue recurred. The customer understood these instructions.